Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found the heating element gasket was cracked causing water to leak. The technician replaced the heating element gasket, ran a test cycle and confirmed the unit was operating to specification. The unit was installed in march 2006 and is currently under a steris service contract. The last pm was performed on august 5, 2013 at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported their unit was leaking water near the heating element. No procedural delays/cancellations were reported.